Manufacturer narrative:
The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of skin irritation with the wear of the abbott diabetes care (adc) device was provided with the customer wearing the device for 14 days or less. Furthermore, the customer described unspecified symptoms of infection at the sensor site and had contact with a healthcare professional whom provided unknown treatment for their symptoms. There was no further information p[provided regarding the medical event as the customer refused to provide information as to what treatment, if any, was provided. Adc customer service attempted to contact the reporter three (3x) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.